Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting misalignment in the touch position. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device and confirmed the reported problem. Since it was not resolved by calibrating the touchscreen, the touchscreen will need to be replaced. The customer replaced touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pi). The pil technician installed the touchscreen into a pil ventilator to duplicate the reported issue. Regarding the touchscreen accusation of ¿touch position misalignment¿: the product investigation lab (pil) technician was unable to confirm the complaint of 'touch position misalignment.' The touchscreen flex circuit successfully passed all resistance tests.